Event description:
The customer reported being hospitalized due to low blood glucose of 34mg/dl. The customer was experiencing unexplained low glucose for one day. The customer stated that his doctor has changed the basal rates. The customer's most recent glucose reading was 128mg/dl, and he has treated with blood and glucose tablets. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that he changed the reservoir, but used the same infusion set without priming the tubing. The customer stated that he is not sure if he did prime for too long and pushed the insulin into his body. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.